Manufacturer narrative:
(B)(4). Two (2) titanium screws were returned for evaluation. Visual examination at the macroscopic level revealed that the fractures were located along the set screw threads. The second halves of the screw threads were not provided for this analysis. The fracture analysis revealed evidence of fractured surface torsional shear markings following circular pattern. This consistent deformation across the surface is consistent with a static brittle failure, which suggests failure was due to quasi-static overload torsional shear. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the thread breaking of the two titanium screws. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure consistent with a static brittle failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery was performed on (B)(6) 2016 to install a surgical titanium mesh system onto the th11-l3 for the burst fracture of the l1. It was reported that the heads of the 2 reported titanium screws both got broken off from the shafts when they were being tightened to fix standard rings into the mesh. The events occurred after one side of the mesh had already been fixed by using 3 screws and one screw had already been inserted to the opposite side. The surgery was completed with the both shafts being remained fixed to the thread part of the rings. There was no surgical delay.